Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR.: the complaint device was returned for evaluation. The telescope assembly was not able to properly pull back, advance, or retract. Impedance testing shows an electrical open at proximal wave form. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed, the rotator and imaging core assembly was pulled out from hub, broken drive shaft and imaging core windup were found within the telescope section of the device. No other issues or defects were observed during product analysis of the returned device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
Same case as: 2134265-2015-00678 and 2134265-2015-00680. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion located at the left circumflex artery by performing percutaneous coronary intervention. During the procedure, the motordrive unit failed to perform automatic pullback. Then the physician performed an automatic pullback from the ilab and it worked. No patient complications were reported and the patient's condition is stable.

Event description:
Same case as: 2134265-2015-00678 and 2134265-2015-00680. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an opticross¿ imaging catheter to visualize the unspecified lesion located at the left circumflex artery by performing percutaneous coronary intervention. During the procedure, the motordrive unit failed to perform automatic pullback. Then the physician performed an automatic pullback from the ilab and it worked. No patient complications were reported and the patient's condition is stable.